Event description:
Healthcare professional reported injecting a patient in the gonial angle with .6 cc of juvéderm® volux¿ xc and in the midface with juvéderm® voluma¿ xc. A week later, the patient presented with an ¿inflamed nodule¿ on the left gonial angle and was treated with clindamycin. The ¿inflammation¿ was not addressed with antibiotics, so the patient was put on a medrol taper (steroid). This provided relief for the patient, but as the taper was lowering, the inflammation returned. The symptoms are ongoing.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.